Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments (including the prior root canal therapy), may have played a role in the need for tooth extraction.

Event description:
On november 28, 2016, a dental professional reported the case of a patient (age and gender not provided) who required extraction of tooth #19. This tooth received a 3m espe lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013; a root canal was performed on this tooth on that same day. The patient reported feeling a pressure sensation on this tooth beginning at approximately 14 months after placement; the crown was adjusted. At 20 months after placement the pressure was still present and no intervention performed. At 26 months after placement, the tooth broke at the gumline and 2 weeks later ((B)(6) 2015), it was extracted. Decay was found at the time of tooth fracture.